Event description:
Related to manufacturer report numbers: 2938836-2018-11531, 2938836-2018-11535 and 2017865-2018-15640 during follow-up, the device, right atrial (ra), right ventricular (rv) and left ventricular (lv) leads were suspected to be dislodged due to twiddler's syndrome resulting in a loss of capture. The issue was resolved by revising the system. The ra, rv and lv leads were explanted and replaced. The device remains implanted. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive, since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related to manufacturer report numbers: (B)(4). During follow-up, the device, right atrial (ra), right ventricular (rv) and left ventricular (lv) leads were suspected to be dislodged due to twiddler's syndrome resulting in a loss of capture. The issue will be resolved by revising the system. The patient was in stable condition.